Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had blurry vision. The surgeon notes surface scratches and a smudge appearance on the implanted iol. The patient wants a lens exchange. Additional information was requested.